Event description:
Approximately ten minutes after insertion of lma-proseal, the etco2 started to decrease. Repositioning of the lma was attempted but it became progressively more difficult to ventilate the patient. The lma was removed and replaced with a lma-classic. The remainder of the procedure was uneventful, with no post-op clinical complaints from the patient.